Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation high pacing thresholds of the lead could not be confirmed. Explant damage only was noted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. This rv lead was then explanted. No additional adverse patient effects were reported.